Event description:
Analysis of the vns generator was completed. No anomalies were identified, and the generator performed per specifications.

Event description:
Reporter indicated a patient had vns lead and generator replacement surgery due to a lead fracture noted in the area of the pulse generator during surgery. The patient was having surgery because she also had a cardiac pacemaker present which was causing interference with the vns, and vns diagnostics were unable to be performed. The pacemaker was repositioned and the patient had a new vns generator and lead implanted. Diagnostics with the new vns system were within normal limits. The patient had a pacemaker implanted in (B)(6) 2011 due to bradycardia which was unrelated to the vns. The explanted lead and generator were returned for analysis with paperwork indicating a lead fracture was present and the vns did not prevent seizures after pacemaker placement. Analysis of the lead did not identify any anomalies. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator is pending.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.